Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tubing disconnected from injection site after site was inserted event on (B)(6) 2025. The blood glucose level was high and the patient got treated with correction injection via multiple daily injection (mdi). No further information available.